Manufacturer narrative:
(B)(4). Date sent: 05/30/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 06/04/2025. D4: batch #358d98. Corrected data: d4 (expiration date. UDI), h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the one ec60a device was returned with no apparent damage, with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One gst60b reload was loaded in the device. The cartridge reload was received fully fired. Further evaluation showed a clip found lodged behind the knife, resulting in the firing mechanisms jamming. No functional test was performed due the condition of the device. In addition, the cartridge returned with some b-formed staples and damage on the reload deck. The event reported was confirmed and it is related to improper use of the device. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device ec60a with lot number 378d10; and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 358d98, and no non-conformances were identified.

Event description:
It was reported that during an unknown laparoscopic procedure, the stapling was performed with the clamp. The clamp was opened to release the tissues, and closed to remove the clamp through the laparoscopic trocar. Once the clamp was removed, it was impossible to reopen it to place a new charger. It was necessary to change the clamp to continue the procedure. There was no patient consequence nor surgical delay reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 05/01/2025. D4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - was the device locked on tissue with the jaws closed? If yes, how was the device removed? - what troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? - did the jaws eventually open? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.